Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). [Ca03]. S/w version: 4.11 e. Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery compartment found on 19-oct-2021. The pump passed the displacement test and the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), cracked case, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment.